Event description:
New information received stated that the device was reprogrammed. The patient condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a merlin transmission. The patient was asymptomatic. Reprogramming was recommended.